Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise and impedance measurements greater than 2500 ohms. The patient was scheduled to see an electrophysiologist to evaluate the lead condition. It was noted that the patient does not pace with the lead. The boston scientific sales representative was currently unable to obtain any additional information. The lead remains implanted and no adverse patient effects were reported.

Event description:
Additional information was received during the patient's follow-up visit when the sales representative (sr) was reviewing the historic electrogram with the physician. The sr noted that the physician had previously left the lead pacing in bipolar with lead safety switch feature programmed off and sensing r-waves at 3.4mv bipolar and 4.9mv unipolar. The electrogram was sent into technical services (ts) for evaluation. Upon review, ts saw premature ventricular contractions (pvc's) with couplets and possibly triplets along with a four beat run of ventricular tachycardia (vt). Some oversensing of noise but not of farfield was seen. It was noted that the patient is not pacemaker dependent. The sr reported that the physician reprogrammed the lead back to unipolar. No adverse patient effects were reported.

Event description:
Additional information was received that the lead was surgically abandoned two days later due to high out of range impedance measurements, noise and concern over an insulation issue. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient presented to the clinic four months later with noise and decreased sensing on rv lead. Upon interrogation it was noted that the impedance measurements were greater than 2500 ohms. The patient was complaining of a stabbing pain in her back, and generally not feeling well. It was noted that the patient is not pacemaker dependent. The patient was sent to an electrophysiologist to evaluate. An email was sent to the field representative in an attempt to obtain further information related to this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.